Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The non-return valve (nrv) assembly was replaced and the device calibrated to address the issues. The device was serviced and fully tested before it was returned to the customer. (B)(4)

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Performance testing confirmed the reported device failure to pass its internal self test. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the system fault 101 was incorrect calibration due to a service software issue. The root cause of the device failure to complete its internal self test was a defective non-return valve (nrv). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.